Event description:
Rptr is concerned that a new medical compound used in filling bone voids may accelerate blood clot fvormation if it escapes from bone into the venous circulation. While conducting preliminary experiments to design a toxicity study of this product, norian srs mfg by synthes (paoli, pa), rptr has observed an effect which may result in complications when this product is used in humans. Norian is a calcium phospate compound. It is used in filling bone gaps in fractures of the proximal tibia and distal radius and in filling cranial defects. When rptr injected it into the venous circulation of a pig, it created a large thrombus. Rptr also measured the effect of different doses of norian on clotting time for blood obtained from one human volunteer. Larger concentrations of norian decreased clotting time. Rptr is concerned that if this material is distributed in the venous circulation in humans, it may result in accelerated thrombus formation.